Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer stated that during an infusion of unknown pain medication, the patient had complaints of pain with no relief when pushing the dose cord. When changing the syringe in the pump, a leak was noticed from a crack in the tip of the syringe. There was no report of long-term patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer stated that during an infusion of unknown pain medication, the patient had complaints of pain with no relief when pushing the dose cord. When changing the syringe in the pump, a leak was noticed from a crack in the tip of the syringe.